Manufacturer narrative:
Additional medical review noted the following: this is an off-label use of the device and an off-label indication; the healthcare provider note for the emergency room visit on (B)(6) 2015 indicates the neurological examination was within normal limits (the healthcare provider documentation states ¿acute exacerbation¿ and ¿migraine headache¿); the patient symptoms improved after treated with intravenous fluids, and zofran, benadryl, and toradol, all administered intravenously; a CT scan (without contrast) performed during the (B)(6) 2015 visit showed no intracranial abnormalities and no change from a previous CT scan that was performed on (B)(6) 2014; and the report of brain swelling was not confirmed.

Event description:
The patient had a history of migraine headaches for which she received a neurostimulation system with the lead implanted in the neck area.

Event description:
It was reported that when the device was put in she was in the hospital for four days post op because of fevers. They were getting swelling and pain on the left side of her brain which started in (B)(6) 2015. The ER determined that it was from the implantable neurostimulator (ins) and they told their pain management and they were going to take out the system. It was determined in (B)(6) 2015 that the ins was causing the swelling in the left side of the brain. It was noted that it was never going to work for her and she had missed holidays and was upset. It was noted that on (B)(6) the patient had surgery to remove the migraine stimulator. If additional information is received, a follow-up report will be sent.

Event description:
The patient was given dilaudid intramuscularly in their left deltoid.

Event description:
Additional information received reported that the device was working fine. The patient¿s occipital headaches had reached a point where the ¿ons¿ did not help.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider reported that at a doctor's appointment on (B)(6) 2015 the patient was having migraines at a level of 6/10. The patient was having symptoms of gastrointestinal reflux. The patient also had symptoms of stroke, seizures, and dizziness. They had pain down the right side of their head and low back down their left leg. The pain had ranged from a 2 to a 9 over the week prior to the report. They thought the pain was caused by a degenerative back and neck. The pain was described as stabbing, throbbing, and shooting. Walking, physical activity, weather, stress, and time of day made the pain worse. Lying down, ice, medicine, and relaxation made the pain feel better. During an appointment on (B)(6) 2015 the patient was still having back pain and discomfort from the implant procedure. There had been no trauma to the area but the patient had been moving a considerable amount which increased their discomfort. The device was helping their migraines but not all the time. They were getting approximately 50% pain relief. The pain that was not controlled with the stimulation was covered well with pain medications. The device was reprogrammed on (B)(6) 2015. On (B)(6) 2015 the patient presented with acute exacerbation of chronic low back pain. They had been experiencing throbbing pain in their lower back since the morning of (B)(6)2015. They believed the implantable ne urostimulator (ins) was causing the pain since the ins was placed three months prior to the pain. They had also been experiencing throbbing pain in their neck since the week prior to (B)(6) 2015. There were no falls or trauma associated with the event. They had tried oxycodone and ice prior to arrival with little relief. The patient was given toradol in their left gluteus. The patient had another doctor's appointment on (B)(6) 2015 and had an acute headache, fever, shakiness, and general weakness. They headache originated as a left dorsal headache but spread out all over. The headache started on (B)(6)2015. The patient felt nauseated on the day of the appointment and the headache was persisting. The patient had their device implanted for their neck and at first it didn't seem to work. Then it started to work and then the patient developed bronchitis and their device didn't seem to be working anymore. The patient was given zofran, sodium chloride, toradol, and dilaudid intravenously and their pain and nausea decreased. Three days later it was noted that the patient had neck pain due to their device. The pain started where the leads were and went up. They had constant discomfort around the occipital lead implant site. It was thought that the leads were causing the patient discomfort. The patient had tenderness on the occipital area around the lead implant site. They were in the emergency room the previous saturday for this pain. They also had a migraine. The patient had been icing the area where the pain was but they didn't feel like it was helping. They felt like the area was swollen. The device was not providing relief and was causing pain. On (B)(6) 2014 the patient again presented with an acute migraine headache. The headache had worsened on (B)(6) 2015. This was the patient's worst headache ever. They also had nausea, confusion, and tingling on their left side. They were administered zofran, benadryl, toradol, and diclofenac sodium. Imaging was performed and nothing abnormal was seen. The device was subsequently explanted. During an appointment on (B)(6) 2015 the patient had intermittent neck and back pain from the occipital neurostimulator explant. The patient had pos t-op incisional pain in their lower back and a migraine. The post-op pain was a 6/10 and the migraine was a 5/10. The incisional pain was intermittently sharp. The patient's tolerable pain level was a 4/10. They also had some gastrointestinal upsetting from the clindamycin given during explant. The incision staples were removed from the implantable neurostimulator (ins) pocket incision site and the lead incision site. Both wounds were well approximated with no redness or drainage. The patient was taking oxycodone for the post-op pain. The patient did not have any new weakness, paresthesia or loss of bowel or bladder control following the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The implantable neurostimulator was functionally okay and had insignificant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, serial# unknown, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.